Event description:
The surgeon performed a revision surgery on a pt with a prior partially failed fusion in the l4-s1 region. The rep stated that the surgeon was removing issys 7.5 mm diameter screws and replacing them with a larger screw 8.5 mm dia x 40 mm length (cat 018540) in the revised holes. The rep stated the surgeon had successfully inserted 5 of the 6 screws (l4-s1, right side and l4-l5, left side). The surgeon attempted to insert the last screw in s1 and had a difficult time advancing the last screw in s1. The rep stated the surgeon used several manual instruments to dismantle the polyaxial screw head. The rep stated the surgeon then attempted to remove the fully entact screw from the bone with no success. The rep stated the doctor used a powered instrument to grind down the screw to the surface of the bone leaving part of the screw embedded in s1. The doctor completed l4-s1 construct on the right side and l4-l5 on the left side.